Event description:
I used a dexcom g6 sensor, and the last 4 that I have used have started itching after a few days and the itchiness wakes me up at night, and when I take them off there is a huge rash left on my skin. FDA safety report ID# (B)(4).